Event description:
Pt's mother said that one of the new cadd pumps sn: (B)(4) that we sent does not have any wound and she wanted it replaced. She is using back up pump. No harm done and she did not miss any doses. Sending new pump to arrive 08/10/2018. Dose or amount: 74ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.